Manufacturer narrative:
H6 evaluation codes changed device code to reflect migration.

Event description:
Additional information revealed that the ipg was explanted due to migration in the pocket.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-10758. It was reported that the system was explanted in september (year not specified) due to device rotting.